Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number unavailable as the suspect open spine clamp was discarded by the site. Device manufacturing date is dependent on lot number, therefore, unavailable. Return requested. Replacement open spine clamp shipped to site 02/03/2017. The suspect open spine clamp was discarded by the site and will not be returned to manufacturer for analysis. On 02/13/2017 a medtronic representative, following-up at the site, reported the site found the open spine clamp screw was stripped during sterile processing. The sterile processing department (spd) staff discarded it upon finding it broken.

Event description:
A medtronic representative received a report from a site that they have a damaged open spine clamp. This was discovered in sterile processing department (spd). No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.